Manufacturer narrative:
Other applicable components are: product ID: 3889-33, lot# va10nad, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for gastro intestinal/ pelvic floor. It was reported that the patient's implant had never been therapeutically effective and did not work at all. Patient said they had no control whatsoever and was not successful no matter how high the number, patient could not make it to the toilet to hold their urine or bowel and has had diarrhea incontinence. Patient reported that when they underwent device replacement on (B)(6) 2017, the doctor discovered that the lead wires were twisted and they could not explain why because the patient did not do yoga or exercise or anything. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient weight updated.